Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively had lumbar back pain and underwent lumbar posterior fixation at l3/4/5. Post-op, the screws at l5 were broken. Fragments of the broken part remained in the patient. Back pain was reported as the result of the event. A primary surgery was performed due to the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination confirmed that the bone screw has broken ~7 threads down from the neck of the bone screw head. There is extensive post-fracture damage to the face of the fracture surface. The smearing has covered almost 100% of the cross-sectional surface not allowing a root cause to be identified. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.